Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient was in the hospital with infection. They were trying to find the source of the infection and they were not sure if the pump was affected. It was reported that the patient had a "blood yeast infection" and it was stated that the patient had been fighting infection for the past couple of years. It was also stated that the patient was in "step down" in the ICU. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.